Manufacturer narrative:
Per tandem's t:slim user guide: "humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled." No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 400 mg/dl. Reportedly, that there was an air bubble in the luer lock. Bg's were lowered by a correction bolus after clearing the air bubble from the line. The contact indicated that elevated bg level was also related to prescribed settings. Reportedly, the cartridge had been in use for 3 days.